Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that when the right atrial lead was tested during the explant procedure, no sensing was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced due to an infection. It was also reported that the right atrial lead had high threshold, was undersensing, and the sensing was diminished since the implant procedure about four months earlier. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.